Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed based on available parameters and diagnostics. The device was found to be below expected limits. No sources of high current drain were found during tests. The battery was returned to its vendor for further analysis. No anomalies were found that could cause premature battery depletion. The cause of premature battery depletion remains undetermined.

Event description:
It was reported that the device exhibited rapid battery depletion due to premature eri. The device was explanted.